Event description:
Needle breakage: customer stated the needles were breaking at the tip during a rotator cuff procedure. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulations of 7/13/98 requires reporting of incident once medical device family initially reported assuming incident could recur.